Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the device evaluation, the device was visually inspected and scrapped by customer request.  The power connector of the unit is corroded, corrosion on metallic surfaces, and additionally, contamination of dust/dirt was found on the inside of the device. The third-party service center was unable to confirm the complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.